Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the o-ring from the pneumatic tap, clean the area, and follow on-screen instructions to complete the load process, which resolved the issue. The caller was able to resume insulin delivery and was advised to monitor system performance, with no need for cartridge replacement.